Event description:
It was reported that the gynecologic laparoscope had a cloudy image and scratch like marks on the lens surface. The issue was found during therapeutic lapacolle procedure while the device was inside the patient under sedation. It was completed using an olympus same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.